Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This [name of the device] is not part of the asr family however it did form part of the joint construct. There was no allegation of deficiency with this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This is not part of the asr family however it did form part of the joint construct. There was no allegation of deficiency with this device.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl (right). Reason(s) for revision: pain. Doi: (B)(6) 2009 - dor: (B)(6) 2020 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.